Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported dark discolaration and brusing on their face after using the mask. Optometrist confirmed and asked to stop using the mask.